Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal side of the tissue pad was severely worn, partially torn and separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. Do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
During an unspecified procedure, the subject device was used. The procedure was the third time use for the subject device. The tissue pad of the subject device was separated. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the tissue pad was severely worn and separated. This is the report regarding the severely worn tissue pad and the separation of the tissue pad.